Event description:
It was reported that, when the doctor installed the blade into the handpiece for testing but it was wobbling. The doctor tried to reinstall the blade but still had obvious shake. Finally, the doctor changed a new blade and the blade could function normally. There was no patient involvement.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, there was no damage in the construction of the device that would have resulted in the reported event. There was no damage to the distal and no loose components. The inner and outer hub seals were in place and in good condition. There was a white residue consistent with grease on the outside diameter of the inner shaft. There were no bends or concentricity issues with the inner shaft. Functionally, the inner assembly spun freely by hand with no binding. The blade fit securely into a handpiece and oscillated at 3000 rpm with no issues. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.